Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer blood glucose (bg) level was 607 mg/dl. Reportedly, the customers wife assisted by delivering a manual insulin injection to address bg.